Event description:
The incident happened on the (B)(6) 2021 in the patient's room. The patient pulled out on his catheter and the catheter separated in two clinical consequence: the patient was re-catheterized.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Visual examination was conducted on the returned sample and it was observed that the catheter was broken. Based on the complaint des cription, it was reported that catheter broken upon the patient pull out the catheter and it break easily. Hence suggesting the catheter was functional as intended and break upon removal. Both the catheter funnel and shaft were examined to analyze the damaged area and torn edges. Based on observation, the torn edges were jagged and having less material at one side indicating that there is some external force was applied at the joint area causing the catheter to break. Review on the funnel portion revealed same cutting edges in which suggesting that the tube was once well attached to the funnel. As part of our initiative, positive released test was implemented at injection molding process. As per spm-a51-002, maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection moulding process whereby 0.75kg (for catheter size ch6-ch10) and 1kg load (for size 12ch and above) tested as per bs en iso20696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. It was mentioned that the catheter was observed broken in the packaging. However, it is nearly impossible for such failure or damage to happen without any excessive force applied that can render the catheter to break. Besides that, there was no problem found within the product which could have contributed from manufacturing process. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The incident happened on the (B)(6) 2021 in the patient's room. The patient pulled out on his catheter and the catheter separated in two clinical consequence: the patient was re-catheterized.